Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported events of high capture threshold, high pacing impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a follow-up post implant. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold and high pacing impedance. The physician decided to reposition the lead, but during the repositioning, the lead exhibited loss of capture at several positions. The lead was explanted and replaced. The patient was in stable condition.